Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as 36 mg/dl. Customer¿s current blood glucose value was 205 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer treated with an orange juice and any kind of juice customer has on hand. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer also mentioned that he's been hospitalized before about 4 times but not because of diabetes or his lows had pneumonia, bronchitis and a fire accident. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.